Event description:
The customer reported that the joystick on the 9900 system would not work. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep fixed the issue over the phone. No further repair info is available.